Event description:
A report was received that the patient had to charge frequently. A database review indicated that the ipg was prematurely depleting. The physician has recommended revising the ipg.

Event description:
A report was received that the patient had to charge frequently. A database review indicated that the ipg was prematurely depleting. The physician has recommended revising the ipg.

Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. The ipg passed electrical, performance, and photographic imaging tests performed. The ipg exhibited excessive battery depletion due to high current leakage. The device characteristics had been changed prior to the implant. The source of leakage was found to be either analog or digital ic. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).